Event description:
It was reported the patient¿s pump eroded through the skin and the catheter and pump would be explanted as soon as possible. It was noted there were no symptoms or complication associated with this event and the patient¿s status at the time of this report was ¿alive-no injury.¿ the patient reported to the emergency room (ER) in (B)(6) and it was determined the pump was eroding through the skin at the pocket site in the abdomen on his left side. The physician on call planned on explanting both the pump and catheter and place the patient on oral medication. It was further reported there was no catheter issue and no troubleshooting was performed. The pump was set to minimum rate before being explanted and the patient was being managed by oral medications. The pump was to be re-implanted once they healed. The pump was being used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8596, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
MFR codes was updated with relevant, up to date fdc codes.